Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recurring and growing systemic infection. Despite all treatment, infection worsened. Multisystem organ failure occurred. The patient decided on withdrawal of device due to poor quality of life.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: a specific cause for the reported patient outcome due to multi-system organ failure and systemic infection could not be conclusively determined through this evaluation. The evaluation of heartmate ii lvas, serial number (B)(6), did not identify any issues. A direct correlation between (B)(6) and the reported events could not be conclusively determined. (B)(6) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists infection and various types of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.